Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the synchroseal instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a coagulation failure occurred while using a synchroseal instrument. The procedure was completed. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. Additional information has been requested; however, no response has been received.